Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported patient underwent a right wrist procedure on an unknown date. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to correct information that was reported in error.

Event description:
It was reported patient underwent a right wrist procedure on (B)(6) 2013. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision has been reported to date.